Manufacturer narrative:
Device evaluation: two used tf ultra, 2 ubraid and ndls, 5.5mm pk devices were returned for evaluation of the reported complaint mode, ¿broken eyelet¿. Five unopened/unused devices were also returned. The reported complaint was confirmed for the two used devices. On one device, the anchor was cracked, but was still attached to the inserter. The second device anchor was returned separately from the inserter, and was found to have the distal tip missing from the anchor (approximately 1/3 of the anchor). Three of the unused returned devices were tested by inserting them into 25/5 pcf bone block which simulates normal bone density. The sites were prepped with a 3.8mm tapered awl. All three anchors inserted without issue. The remaining 2 unused devices were inserted into 45/15 pcf bone block which simulates a hard bone condition. The sites were prepped with an awl/dilator. Both of these inserted without issue. Review of the device history records did not identify any issues with the manufacture of this lot. There were no internal processing issues, which could have contributed to the nature of the complaint. The failure mode cannot be replicated and no root cause related to the manufacture of the device can be established. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a rotator cuff reconstruction procedure utilizing a tf ultra, 2 ubraid and ndls, 5.5mm pk, it was reported that two anchors broke. The breakage occurred at the eyelet while the physician was inserting the anchors into the bone. Part of the anchors remain inside the bone as removal was not possible. The site was prepared with an awl and the procedure was completed with a back-up device. It is unknown if the back-up device was placed in the initial site or if a second site was prepped. The patient's bone condition was normal. There were no reports of patient injuries or complications.